Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
A patient reported that she had ventral hernia repair in 2005. Since that time she reports experiencing unspecified pain on right side of the umbilicus. She is currently on pain medication, unknown if prescribed or otc and has limited her activity. The surgeon reports that the patient was last seen seven months later. A cat scan was conducted which ruled out abscess, infection and other issues associated with the mesh that might contribute to pain. The patient reports having been tested for various causes of pain; all have been ruled out.